Event description:
On (B)(6) 2010, the patient went to the hospital due to a "beating/pulsing sensation" on his right side. Fluid leakage from the implantable neurostimulator was suspected. A health care professional stated that the patient experienced "a surging sensation" as he was about to leave the emergency room. The patient's wife reported that the patient had increased dyskinesia, but indicated that "the therapy is on and working, aside from the sensation on right side." A manufacturer's representative reported that the patient had a CT scan on (B)(6) 2010. The results of the test were not reported. The representative indicated that the device "short circuited" and stated that the patient require a revision. On (B)(6) 2010, the representative reported that a revision was scheduled for (B)(6) 2010. An x-ray was taken and showed "potentially a bend, a severe bend of the extension as it exits the connection block." The representative stated that "shorts are occurring in both prongs" and suspected that there could be a "gap where fluids might be entering the block and causing a short." The hcp and representative planned to remove the battery and extension from the pocket for evaluation, but did not intend to replace the devices. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.